Event description:
Device issue: none. Symptoms/ae: transient neurologic deficit treated with thrombolytic, bradycardia, hypotension. Time of ae: during the procedure. It was reported via a trial that during the procedure two lesions were stented, one in the lcca ostium and the second at the lica bifurcation. A flow restriction occurred and the patient experienced bradycardia, hypotension, and a transient ischemic attack with right upper extremity weakness and slurred speech. As the introducer sheath was believed pre-occlusive, it was withdrawn in the arch and there was some improvement in the patient's neurological status. The filter appeared to allow flow through it and both stents were patent with no evidence of thrombus. After filter removal, flow remained somewhat slow and tissue plasminogen was administered. Neurologic deficits resolved. Angiography showed no residual stenosis in both stents. The sheath was removed and the procedure was completed. After the filter removal, debris was observed on the inside and outside of the filter. Act was not monitored during the procedure. Post-procedural CT scan of the head showed no acute change. Hypotension was treated with vasopressors and resolved 3 days later. There was no adverse patient sequela. Though requested no additional information was provided.

Manufacturer narrative:
(B) (4). Evaluation summary: evaluation of the returned device revealed the filtration element was fully expanded on the bare wire at the step and located distal to the tip of the retrieval catheter; there was no damage noted to the filtration element. There were two bends in the bare wire core proximal to the tip solder and distal to the proximal end of the bare wire with the core being intact. The cause of the bends is unknown. It is possible that these damages occurred during shipment back to abbott vascular for evaluation and did not contribute to the patient effects. Bradycardia, tia and hypotension are known potential adverse events associated with the use of carotid stents and embolic protection systems as stated in emboshield nav6 instructions for use (IFU). In addition, hypotension may occur during carotid interventional procedures and is an anticipated response of the human body to stimulus of the carotid bulb. The emboshield nav6 instructions for use (IFU) states at contraindications - the emboshield nav6 embolic protection system is contraindicated for use in lesions in the ostium of the common carotid artery. Appropriate anti-platelet, anticoagulant and, if necessary, vasodilator therapy must be used during the procedure. Anticoagulant therapy sufficient to maintain an activated clotting time of at least 250 seconds for the duration of the procedure is recommended. If excessive debris is collected in the filtration element such that distal profusion of dye is significantly reduced or no dye is perfusing past the filter, the emboshield nav6 device may have reached its maximum capacity to contain emboli. Removal and replacement of the emboshield nav6 is recommended, otherwise it may be difficult to completely recover all embolic debris and the potential for thrombus formation may increase. There was no known device problem reported. Although a conclusive cause could not be identified, based on the available information, the patient effects experienced are not necessarily an indication of a product deficiency instead this may have been a result of the operational context of the device or the circumstances during the procedure. The event appears to be related to operational context of the device. All emboshield nav6 devices undergo 100% visual inspection in the manufacturing process at abbott vascular.